Event description:
Pt presented with an infection roughly 2 years post operative. Replaced with another pe insert.

Manufacturer narrative:
Method: device history record was not reviewed because device was not returned and reference number was not referenced. Results: device was not returned for analysis. Conclusions: root cause of pt infection could not be determined. This is the initial and final report submitted regarding this surgical event and medical device.